Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate high voltage therapy. High voltage therapy was programmed off. Subsequently, the lead was explanted. The patient condition was fine.